Manufacturer narrative:
Preliminary analysis reveal that the reported issue is due to the fact that the physician disrupted the device memory reading during the follow-up. There is no device malfunction.

Event description:
Reportedly during a follow-up the aida memory was read and all its information was presented. Then the session was saved in a pdf file. After the follow-up the user wanted to access to the cso file to check some information however aida was empty. Is it possible to recover the information with the files available. If not, has aida been reset or is the information of last 6 months still available if patient is interrogated next week.

Event description:
Reportedly during a follow-up the aida memory was read and all its information was presented. Then the session was saved in a pdf file. After the follow-up the user wanted to access to the cso file to check some information however aida was empty. Is it possible to recover the information with the files available. If not, has aida been reset or is the information of last 6 months still available if patient is interrogated next week. Preliminary analysis reveal that the reported issue is due to the fact that the physician disrupted the device memory reading during the follow-up. There is no device malfunction.

Event description:
Reportedly during a follow-up, the aida memory was read and all its information was presented. Then the session was saved in a pdf file. After the follow-up the user wanted to access to the cso file to check some information however aida was empty. Is it possible to recover the information with the files available. If not, has aida been reset or is the information of last 6 months still available if patient is interrogated next week.